Event description:
Reportedly, the subject pacemaker was implanted on (B)(6) 2015. At follow-up on july 7, 2015, the clinic noticed a programmer alert of ventricular impedance >3000 ohms. At this follow-up, ventricular sensing was seen to be poor (<5mv) and thresholds were >4v @ 0.5ms. Similar impedance, thresholds, and sensing were observed at the explant on (B)(6) 2015, the leads were connected to a pace system analyzer and the impedance was measured at 800 ohms, r waves at 15mv, and thresholds at 1v. A new pacemaker was connected to the leads (with no lead repositioning) and tested well. The explanted device will be returned for analysis.

Event description:
Reportedly, the subject pacemaker was implanted on (B)(6) 2015. At follow-up on (B)(6) 2015, the clinic noticed a programmer alert of ventricular impedance >3000 ohms. At this follow-up, ventricular sensing was seen to be poor (<5mv) and thresholds were >4v @ 0.5ms. Similar impedance, thresholds, and sensing were observed at the explant on (B)(6) 2015, the leads were connected to a pace system analyzer and the impedance was measured at 800 ohms, r waves at 15mv, and thresholds at 1v. A new pacemaker was connected to the leads (with no lead repositioning) and tested well. The explanted device will be returned for analysis.